Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged failed battery test or battery failed alert and was hospitalized for high bgs found on (B)(6) 2021. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08655 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during the testing. No unexpected failed battery test or battery failed alert noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 02:01:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 11:32:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 01:04:00.000 and (B)(6) 2021 01:14:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 01:14:01.000 (B)(6) 2021 10:54:14.000 to (B)(6) 2021 11:33:21.000 and failed battery/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 10:54:41.000 to (B)(6) 2021 11:00:29.000 upon checking on the detail trace file, low battery alert, replace battery alert/replace battery now alarm and failed battery/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay and a scratched case. The device passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Failed battery test or battery failed alert was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.